Event description:
The customer reported the system experienced uncommanded xray. No reports of pt of staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be identified nor duplicated. The service engineer identified the footswitch covered in fluids. This was a user error induced issue. The customer was instructed on the importance of covering the footswitch during usage. The system was then found to be working as intended.